Manufacturer narrative:
H3: based on historical complaint investigations, the fractured device and the reported event, the broken retroversion handle reported was likely the result of the surgeon accidently impacting the retroversion handle with a mallet, leading to ultimate failure of the retroversion handle.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h1, h6. Based on historical complaint investigations, the fractured device and the reported event, the broken retroversion handle reported was likely the result of the surgeon accidently impacting the retroversion handle with a mallet, leading to ultimate failure of the retroversion handle. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the surgeon used the stem inserter and retroversion handle to trial the humerus, having reduced and checking the range of movement he was happy with the sizes trialed. He then used the screw driver to remove the trial liner and humeral tray, then reattached the stem inserter with retroversion handle to remove the trial stem. The scrub nurse handed the surgeon the slap hammer that comes on the exactech tray but the surgeon wanted to use a normal mallet to remove the stem, when striking the instrument he missed the impactor head and connected with the retroversion handle snapping the handle and sending it to the floor. After the case I was able to work with the decontamination manager who was able to remove the broken end from the stem inserter. No parts or pieces fell into the patient. There was a 5-15 minute delay. No adverse events as a result. The female patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product is returning.

Manufacturer narrative:
Section h10: (h3) pending evaluation.